Event description:
The orsiro drug-eluting stent system was selected for use. No pre-dilatation of the target lesion was conducted. During withdrawal the orsiro stent dislodged from the balloon.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed. Further, the provided angiographic material was reviewed. Both the delivery system and the dislodged stent were returned for analysis. The technical investigation revealed that the balloon of the complaint instrument is still well folded and shows no signs of inflation. Microscopic analysis showed clearly visible stent embedding traces on the balloon surface, indicating that the stent was properly crimped between the two radiopaque markers at the time of delivery. The stent is displaced slightly in distal direction and severely deformed at its proximal end. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The stent most likely dislodged from the balloon during withdrawal into the guiding/extension catheter. Furthermore it should be noted that according to the instruction for use a pre-dilatation of the lesion is mandatory.